Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a login issue, where the station displayed an error message 'administrator service account to continue, please insert update credentials' and was unresponsive to any further actions. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device could not be used due to an error message. A technical support specialist (tss) updated the station's username and password, then rebooted the device and the backup ran without issues. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.